Manufacturer narrative:
(B)(4). Correction/additional information: the following information was inadvertently omitted from the previous medwatch: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A customer sent in an actual pump for an evaluation. A visual and functional testing were performed on the unit. The reported condition was confirmed in the event history; however it was due to an unknown cause. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 810:11, which occurred during patient use in the general patient ward. According to the facility representative, this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.